Manufacturer narrative:
(B)(4). Patient information is unknown. (B)(4). Due to intra-operative breakage, the device was not implanted/explanted. Sterile part 02.227.001s, lot l308315: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: february 16, 2017. Expiry date: february 01, 2027. Non-sterile part 02.227.001, lot l299441: manufacturing location: (B)(4). Manufacturing date: february 02, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a guide wire broke during a procedure while preparing to insert a headless compression screw. At first, a power too was used to insertion the guide wire in the bone. Then, the measurement on the measuring device was done. During predrilling with the cannulated drill bit, the drill bit did stopped moving forward in the middle of the bone. When the drill bit and the guide wire were removed from the bone, about 35 mm away from the tip a metal piece was found. The drill bit did not move forward due to this metal piece interfering. Another guide wire was opened and used to complete the procedure successfully. It was noted, the guide wire might have been scrapped off because the drill bit interfered with the guide wire¿s bending quality. The surgery was extended for five (5) minutes. No adverse consequence to the patient was reported. Concomitant devices: power tool (part/lot unknown, quantity 1); measuring device (part/lot unknown, quantity 1); headless compression screw 6.5 (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: part 02.227.001s / #lot l308315 / guide wire ø 2.8mm w/trocar tip, l 300mm. The received guide wire shows that approximately 30-50 mm from the fluted tip section is sheared off. The tip and the rest of the shaft are otherwise in good condition. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 316l ehr as required. Afterwards and without having the reported drill bit back, it is not possible to determine the exact cause of the damage. We can only assume that the drill bit probably interfered with the guide wire since it was slightly bent at insertion in to the bone. In the surgical technique is clearly stated: do not forcefully insert the guide wire as it may cause bending. In this context and for more details regarding ¿insert the guide wire¿ based on our investigations a product related fault can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.